Event description:
It was reported that a patient underwent a hernia repair procedure on (B)(6) 2022 and the absorbable strap was used. It was reported that the device was not firing correctly the tacks did not engage. A like device was used to complete the procedure. No patient harm. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Device not returned. Additional information was requested and the following was obtained: please provide procedure date. Please provide lot number. I believe the correct lot number is 381204502. If that is not the lot number there is a lab number underneath is. That number is (B)(6). The procedure date was (B)(6). Lot numbers provided are not aligned in the quality database. If further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 07/08/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 - device not returned the lot number provided, 381204502, is not a valid lot number in the quality database system.